Event description:
A (B)(6) female with coronary artery disease was undergoing a cardiac catheterization on (B)(6) 2010. After completion of the heart catheterization the 5f mynx vascular closure device sheath was pulled out of vascular access point on right artery. The closure device on the mynx vascular closure device was deployed and the balloon on the wire did not deflate. The balloon attached to wire was still in patient's right groin vessel and physician could not retrieve it. The mynx vascular closure device wire was pulled out, but the balloon remained in the patient's vessel. Patient was taken to surgery to have balloon removed and vessel repaired. Retrieval of balloon successful.